Event description:
The customer reported that before surgery, the device failed to activate. Another device was used for the procedure. Initial evaluation of the incident device found it to self-activate.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.